Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 103mg/dl at time of call. Troubleshooting was performed, and the drive support cap appears normal. Assisted the caller to run the displacement test and self test and they passed. Reviewed the alarm history and found motor error, no delivery, and low reservoir alarms. The manual prime test was performed and the insulin did exit. During the call, the customer stated that he was hospitalized about two to three years ago due to skin infection, and she was treated with antibiotics. The caller mentioned that he uses the infusion sets for three to four days. Recommended to use two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.